Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. The lowest blood glucose (bg) entered into the pump by the user was 117 mg/dl on (B)(6) 2020. Therefore, the complaint could not be confirmed. On (B)(6) 2020, at 1:36:30 am, 8:13:29 pm, 8:25:16 pm, and 9:43:39 pm, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2020, at 12:30:33 am, 1:58:48 pm, 5:14:30 pm, and 7:30:01 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.